Manufacturer narrative:
The incident occurred during heat up in the disinfection phase. Most likely the overheating started at the electrical noise filter for one of the drying fans. The heat seems to have been most extensive in one of the connections. There was also extensive heat at the outside of the control cabinet, but this was most likely a side effect when the insulation caught on fire. Probable bad connection on the electrical noise filter which led to high temperature, this then overheated and melted the cable insulation and heated up the surrounding area. After some time the insulation heated up and ignited spreading to the cable duct at the control cabinet. The machines outer panel plates contained the fire and protected the surrounding materials. Since the power circuit to dryer fans is continuous on, the heating was not limited to the dryer phase. There have been three errors indicating malfunction of the dryer fans in the last two months. This indicates that the problem had been escalating during this time. It's unclear if any inspection has been performed before reset of error or if the problem could have been detected. Recorded customer complaints related to the electrical filter are few, diverse and indicate no similar problems or events.

Event description:
A fire started in a 86-series washer disinfector at health care facility (B)(6). The fire started on the right side of the machine seen from the loading side.

Manufacturer narrative:
Investigation underway - follow-up report will be submitted at conclusion. Product to be evaluated at customer facility.